Manufacturer narrative:
(B)(4). The customer is requesting instructions on how to shut off the alarms on a pt that expired. There is no allegation or indication that there was any malfunction or relationship of the death to monitoring. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer is requesting instructions on how to shut off the alarms on a pt that expired.